Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during intravenous infusion administration to this patient, a crack was discovered at the knob of a single-use heparin cap. Upon discovery, the cap was immediately replaced with a new single-use heparin cap and reported to the hospital's adverse event system. No harm was caused to the patient.

Event description:
It was reported that a patient was admitted to our hospital for treatment of impaired movement in the right limb, which had persisted for 29 days. On (B)(6) 2025, while venting the venous cannula prior to intravenous infusion, leakage was observed at the connection point between the cannula tubing and the needle. The cannula was immediately replaced, and a second venipuncture was performed on the patient. The appeal issue cannot be traced, and no physical evidence or photographs were retained.

Manufacturer narrative:
Correction: (b.5.) Clarified event description. Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and has not received the defective sample for analysis, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.